Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with an initial cgm reading of 61 mg/dl and subsequent self-treatment with oral carbohydrate (gatorade). Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to 106 mg/dl during the call and completion of troubleshooting and education, including guidance on meal announcements, cgm target setting discussions with their clinician, and pausing the device during exercise. Investigation included review of synchronized report logs and provision of user education. Investigation of this case revealed no device malfunction reported, with contributing factors likely related to user practices around meal announcements, exercise management, and target settings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.